Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was performing the fill tubing step, a cartridge detection notification appeared. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with successfully reloading the cartridge.